Manufacturer narrative:
One used list# ch2000s-c, spinning spiros (lot# unknown) and one pump set (manufacturer unknown) were received for evaluation and visually inspected. As received, the spin feature of the spiros was activated and spinning freely. The spiros was returned securely connected to the male luer of the unknown set. No visible damage or anomalies were seen. The returned spiros was leak tested and no leakage was observed in the activated and un-activated positions. The spiros was then disassembled and no damage or anomalies were seen on the o-ring, poppet, or post. Dimensional analysis of the poppet, the o-ring, and the o-ring post was performed. Nothing was identified that would impact the functionality of the product. The reported complaint of leakage from the spiros could not be replicated or confirmed. A device history review could not be conducted because lot number was not provided.

Event description:
The event occurred on an unspecified date and involved a spinning spiros® closed male luer, red cap that leaked a few drops of unspecified chemotherapy while unhooking on the patient¿s abdomen. The nurse inspected the intravenous (IV) tubing and spiros device after being unhooked. The spiros was wet and liquid appeared to still be getting on the rn¿s glove. There was patient involvement and the patient¿s abdomen was cleaned off. There was no report of adverse event.